Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 31, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 6692088 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on february 12, 2021 mentor became aware that it erroneously submitted the incorrect implant and explant date with the initial report submitted on that same date. The device was implanted on (B)(6) 2017. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rippling. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast reconstruction with a 700cc mentor memorygel breast implant experienced left sided implant rupture accompanied by pain post procedure. There is no evidence of trauma. Magnetic resonance imaging was performed on (B)(6) 2019, and ultimately an official medical diagnosis of the rupture was confirmed. Additionally, bilateral rippling, stated to be more pronounced on the right, was noted. As a result, an explant and replacement with 510cc mentor memorygel breast implants was performed on (B)(6) 2019. The left sided rupture was reported initially under 1645337-2019-20148 on (B)(6) 2019. On (B)(6) 2021 mentor received additional information and initial awareness of right sided rippling. This report relates to the right prosthesis.